Event description:
Report from (B)(6), stating that the device "does not function". It is unk if the device was used during surgery. It is unk if injury or medical intervention was involved. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).